Event description:
In 2004, the pt reportedly was experiencing difficulty when first turning on their sound processor. Once able to link with the sound processor, the pt reportedly experienced degradation in sound quality. In 2004, the pt reportedly was unable to hear while using their sound processor. The pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. The pt was seen by a company rep. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device has been scheduled.